Manufacturer narrative:
Internal complaint number: case-(B)(4).

Event description:
It was reported that, during a nail procedure, a ruler broke while trying to measure length of nail. Procedure was resumed, without any delay, with a smith and nephew back-up device. No patient harm was reported.

Manufacturer narrative:
H10: after further assessment of the information gathered by the manufacturer, it was identified that this event should be re-evaluated for MDR reporting. The original information stated that during a nail procedure, a ruler broke while trying to measure length of nail. However, after further clarification and information received, it was determined that the issue does not meet the criteria to be reportable since the returned device revealed the threads of the ruler broke off the sleeve. Moreover, if the device malfunction were to recur, it would not be likely to cause or contribute to a death or serious injury. While this event is no longer considered reportable, this report is being submitted as a courtesy to provide updated investigation results based on the return and evaluation of the complaint device subsequent to the submission of our previous report. The associated device was returned and evaluated. A visual inspection of the returned device reveals the threads broke off the sleeve. The scale cap, sleeve cap, o-ring, scale and scale tip were not returned for evaluation. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
D4 and h4 have been updated.